Event description:
Additional information was received from the patient (pt). They are not able to connect when outside the house. The cause was unknown. When asked to clarify the statement regarding having trouble with the machine, they were referring to "help with the mathion" per patient. They said they would explain when they saw /[manufacturer]. When asked what steps were taken to resolve the issue, they reported that they were working to resolve from 2023-2026. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for some reason the device had not been working right. It was not connecting inside their house. The agent asked if when they say it is not working right if they are referring to the handset not connecting or the therapy not helping the symptoms, the patient said both. Their husband tried to find a way to connect to their devices in the house and it still was not connecting at all. They have had trouble with this machine ever since they got it. The manufacturing representative (rep) tried to fix it a couple times and switched it around on something else and they still had problems. It sort of worked a little bit. The therapy was not working to control them having to go to the bathroom all the time. Now that the rep was no longerwith the company they needed to get a new person to check this out or give them a new machine. The issue started a couple months ago, maybe a year ago with patient having return of symptoms. Patient was having to go to the bathroom all the time. The patient said their doctor retired. The patient has to see if a new doctor took over their doctor's place. On 2025-nov-13 additional information was received from the patient. They reported that they had been having a lot of issues with the device. It was not connecting to anything in their house. Agent explained the equipment is operated by bluetooth and doesn't connect to anything in the house. Patient explained that if they were in the room with their husband and they were on the cell phone they couldn't connect. Agent explained it could be do to emi. They have been trying to change their settings. The issue has been going on for a year and a half. They were having to go to the restroom a lot. They didn't know if it is the battery in their back or the wiring or what is going on with it. They may have to replace some things in their body they said last year. The manufacturing representative (rep) was contacted to see if they could help.

Manufacturer narrative:
B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Patient called back stating they have not heard back from the rep. Agent reviewed the role of rep and redirected to healthcare provider (hcp). Caller stated they can't get an appointment with the new hcp until january. Agent apologized but again explained rep is not hcp and they have to meet at the doctors office anyways. Agent offered to walk caller through adjustment over the phone; agent assisted caller to change programs and confirmed feeling stimulation in the bike seat region. Patient will monitor symptoms now that change was made and will follow up with doctor.